Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called to report that the customer was hospitalized for low blood glucose levels. No blood glucose reading was reported. Troubleshooting was performed, and the insulin pump was programmed correctly. The mother declined further troubleshooting, and asked to have the insulin pump replaced. Nothing further was reported.